Event description:
The patient has alleged patient death. There was report of patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.